Event description:
It was reported that during a routine follow up, high out of range pacing impedance measurements and high pacing thresholds were exhibited in the left ventricular (lv) channel of a non boston scientific lead. This lead showed high tortuousness around the can and prior to entry into vein x-ray showed a sharp bent about 90 degrees according to physician. No allegations against the device, however, the physician decided to explant and implant a new lead. As the battery of the old device was about 3 years remaining so the decision was made to implant also a new long lasting device to prevent device exchange in about 3 years and not having the patient exposed to the risks of an exchange procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).